Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.